Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that 4fr sl PICC line out in the community has failed, with an obvious leak on linogram. The patient presented for alteplase as the line was not aspirating and was sluggish to flush. On flushing, the patient noted water rushing past her ear. On cxr tip was still in svc so we proceeded to linogram. Shows a fibrin sheath at the tip and a leak about 7cm up at confluence of subclavian, cephalic and internal jugular veins. PICC had to be removed from the patient. Delay in treatment and another invasive procedure. The PICC line was inserted on (B)(6) 2024 and removed (B)(6) 2025, total of 139 days.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed as the reported failure could not be reproduced. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. During the investigation of the returned sample, no damage or defect was found. When the catheter sample was flushed and pressurized, no leaks were observed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.